Manufacturer narrative:
Device passed the displacement and self test. No audio or vibrate anomaly noted during test. Device received with minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they could not feel alerts with vibrate option and her hearing was poor so the sound did not alert. The customer stated that the scratches on screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.